Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4) : product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that the surgeon wanted to change the lead because the reaction wasn¿t that good anymore. The ipg was still running with enough energy for another four years. After testing the new lead they wanted to change the old one with the new, but the old lead was stuck in the ipg. They had tried to disconnect it but weren¿t able to do it. There were no further complications reported/anticipated.